Event description:
According to the reporter, during a procedure, the unit had an error and had to be reset several times. The procedure was cancelled. The patient was not under anesthesia at the time but was under conscious sedation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.